Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/17/2013, 10/28/2013, 01/29/2014, and 04/25/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture baker grade iii, seroma-late, and lump/nodule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side reoperations due to "drain fluids around implant." Patient then reported "a lump or thickening in or near the breast or in the underarm area, swollen," and "capsular contracture," baker grade iii. Patient additionally reported "pain;" this event is not related to the device. Device has been explanted.